Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple transmitters intermittently lost connection with the pump for indeterminate amounts of time. No additional patient or event information was available. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.